Event description:
A member of the sterilization department was removing a paddle from the handle to prepare for processing. Reportedly, the paddle broke and a resulting broken metal end punctured this person's hand to a depth of one cm.